Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. PMA/510k # ¿ exempt. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
As reported, an ncompass nitinol tipless stone extractor was inspected prior to patient contact and obvious damage was noted to the basket sheath. The basket would not open. There were no adverse effects to the patient reported. Additional information has been requested.

Manufacturer narrative:
Blank fields on this form indicate the information is unchanged, unknown, or unavailable. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Additional information was received 28jan2023: as reported, the device was function tested while still inside the shipping tray. The procedure was completed with another same device.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. Event description as reported, an ncompass nitinol tipless stone extractor was inspected prior to patient contact and obvious damage was noted to the basket sheath. The device was function tested while still inside the shipping tray. The basket would not open. The procedure was completed with another same device. There were no adverse effects to the patient reported. Investigation ¿ evaluation reviews of documentation including the complaint history, device history record (DHR), quality control, manufacturing instructions (mi), and instructions for use (IFU), as well as a visual inspection and functional test of the returned device were conducted during the investigation. A device failure analysis was conducted on the returned device. The device was returned in shipping carton to cook for investigation. The handle was in open position and the basket formation in closed position. The pett measures 2.5 cm and the fittings are tight. The basket sheath is accordioned and separated 5 mm from distal end of support sheath and the handle does not actuate the basket formation. The returned device was found to have a basket that would not open due to sheath damage. Additionally, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the dhrs for the reported complaint device lot and the related subassembly lots revealed one related non-conformance for ¿sheath buckling¿ in which thirty-seven devices were scrapped. A database search did not identify any other events associated with the reported device lot. Based on the available information, cook has concluded that there is no evidence suggesting nonconforming product exists either in house or in field. The information provided upon review of complaint file, device history record, complaint history, and quality control documents provide objective evidence to support that the device was manufactured to specification. Cook also reviewed product labeling. The product IFU did not provide any information related to the reported issue. Based on the information provided, inspection of the returned device, and the results of the investigation, a definitive cause for the damage could not be determined. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. Per the risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.